Manufacturer narrative:
Block b3: exact date unknown, event occurred at the end june 2025.

Event description:
It was reported that the patient experienced pocket pain when charging the implantable pulse generator (ipg) and when it was tuned on. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.